Event description:
It is reported that surgeon reported ongoing pain and discomfort around hip. Pt had blood test to check chromium and cobalt levels. Also had urine test results are abnormally high and surgeon advised that the safe thing to do would be to revise.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers where received for the devices, the device history records were reviewed and found to be conforming. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).